Event description:
The issue occurred on an unspecified date and involved a tego¿ connector that reportedly tore internally. This resulted in the product needing to be replaced every two days. The event occurred during patient use, but there was no harm reported as a result of this event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Initial reporter phone numbers: +(B)(6).

Manufacturer narrative:
Device received on 7/18/2025. Investigation summary. One (1) used with list #055-d1000, tego¿ connector was returned for evaluation. As received a tear around the sample and a seal collapsed was observed. No mating device was returned for evaluation. Complaint of tego tearing internally can be confirmed. The probable cause of wrinkled silicone is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed and was found to be within corrective and preventative actions which are in process.